Manufacturer narrative:
Device evaluated by MFR: the device has the distal tip detached at 298,8 cm from the proximal end and kinked and the body kinked. Overall length and outer diameter (od) of distal tip could not be performed due to device condition (distal tip detached). Od of middle of the device and proximal section were within specification. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire coating was peeled. The target lesion was located in the ureter. A 300cm v-14 control wire was advanced to treat the lesion. However, the wire at the end was frayed. It was further reported that the coating of the device was peeled. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire coating was peeled. The target lesion was located in the ureter. A 300cm v-14¿ control wire® was advanced to treat the lesion. However, the wire at the end was frayed. It was further reported that the coating of the device was peeled. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.